Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh a removal of foreign body, and cystoscopy on (B)(6) 2011 due to vaginal foreign body, mesh erosion and urinary frequency due to failure the previously implanted mesh. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent prolapse, enterocele, cystocele, and sui. It was reported that patient underwent ¿removal of foreign body ¿on (B)(6) 2011. It was reported the patient underwent ¿removal of eroded mesh¿ on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent robotically assisted laparoscopic colpopexy, robotically assisted laparoscopic lysis of adhesions, and cystoscopy.